Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer states that he has devices that when going through post he doesn't hear any sound. There was no patient involvement.